Event description:
Facility alleges pt had first use dialyzer reaction. Respiratory arrest occurred within moments of treatment initiation. Pyrogen or for maldehyde reaction ruled out. Pt was admitted to hosp for 2 days. Pt stable at present time.